Event description:
The patient was undergoing an arteriogram with contrast and on the table with a c-arm in special procedures, radiology. A clear plastic table extension broke under the patient's weight and the patient was eased to the floor by attending doctors and technicians. The patient was on table mattress and with pillows, no injury confirmed by CT of neck and head.======================manufacturer response for plexiglas table extension to fit table, imaging, innova (per site reporter).======================ge field engineer supplied custom measurements and plexiglass thickness requirements based upon another table extension in use at the hospital at the time.